Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response received. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During device investigation, the foreign matter was found in the auxiliary channel and air/water channel but the type of material was not identified. The investigation determined that it was possible that the foreign material was not removed due to leakage at the scope body, leakage at the up/down angulation knob and/or leakage at the biopsy channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the jet tube and air/water tube/cylinder, the additional evaluation findings are as follows: due to a crack on scope body water tightness is lost, due to deformation of up/down knob water tightness is lost, ceiling plate has a crack, indication on up/down knob is unclear, air/water cylinder has no color, suction cylinder has no color, switch box has a scratch, forceps channel port is shaved, switch flexible printed circuit unit has corrosion due to water leakage, number of max. Cumulative uses reached, flexible printed circuit board had corrosion due to water leakage, charged coupled device flexible printed circuit board has corrosion due to water leakage, electrical connector has corrosion due to water leakage, due to damage on channel tube water tightness is lost, due to adhesive peeling on bending section cover insulation resistance value at distal end does not meet the standard value, ig protector is damaged, light guide lens has a crack, connecting tube has a wrinkle, and universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had torn bowden cables. The device was returned for evaluation. During evaluation, the following reportable malfunction was found: jet tube and air/water tube/cylinder had foreign material due to insufficient cleaning. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.